Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the display intermittently went black after starting up. The technician restarted the device and the display worked as intended. The reported condition was verified. The cause of the condition was due to ui pcba and main board were both loose in their positions due to the pems holding them down being broken off. Replacement of the lvp mechanism was required. During disassembly it was observed that the flex for the display was not held into the front panel input on the ui pcba completely due to the latch portion being physically damaged. The ac adapter displays no physical damage, powers on unit. Full calibration and release testing will be performed to ensure proper functionality. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen ¿goes black¿ on a novum iq large volume pump. During an unspecified infusion, the user observed the screen go black after fifteen minutes. The user can still ¿hear keypress tones.¿ the occurred in the critical care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.